Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: synergy, mr, ous 2.50 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found damage to mid stent with stent strut lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01-mar-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severeluy tortuous and severely calcifid left anterior descending artery. A 2.50x38mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with different device of different model. No patient complications were reported. However, returned device analysis revealed stent damaged.